Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had radiant exposure, due to treatment for cancer, which resulted in the switching off of the patient¿s device. An error code of 0x400 was displayed. The patient was able to switch the implantable neurostimulator (ins) on/off with their patient programmer. The system was reportedly working and the patient was doing fine. If additional information becomes available, a follow-up report will be submitted.